Event description:
It was reported to philips that the system (flexvision-pc) did not boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (fse) connected remotely with the customer and confirmed that the flexvision pc did not start up. A philips field service engineer (fse) visited onsite and found that the flexvision pc was defective. Review of the logfiles confirmed the flexvision pc malfunction. Fse replaced flexvision pc to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. The flexvision pc was returned for further analysis. Functional testing was performed and no failure was observed. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and identified that the system was not booting up due to an issue with flexvision pc. Review of log file confirmed the malfunction of flexvision pc. A philips field service engineer (fse) examined the system on-site and replaced the flexvision pc. The flexvision pc was returned to philips for further analysis and no failure was identified. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.